Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during single the implant procedure, the implantable pacing lead encountered high threshold. The ipl was replac ed, and another lead was successfully implanted. No patient complications have been reported as a result of this event.